Event description:
(B)(4). Event occurred in (B)(6). The patient reported that the tubing was detached from the quick release port connection (out of box) and the issue occurred with two infusion sets. No further information available.